Event description:
It was reported that on (B)(6) 2009, the patient had a coronary artery bypass graft and aortic valve replacement procedure and the iab was inserted. On (B)(6) 2009, the patient was being repositioned when red blood was noted in the helium tubing of the balloon pump. As a result, the iab was removed from the patient. There was no apparent injury to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.